Event description:
It was reported that "during insertion in the abdomen, the internal valve fell into the abdomen and was retrieved". No injury reported to the pt.

Manufacturer narrative:
This complaint was faxed to conmed on 07/02/09 and inadvertently set aside instead of being forwarded to the complaint handling department. The complaint handling department received the fax on 08/13/2009, opened the complaint, gathered additional info and requested the sample. This delay in receipt of the complaint, has caused us to miss the 30-day filing requirement. The device is being returned for eval. When the quality engineer has completed the investigation, we will file a supplemental report.